Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result and an unspecified point of care (poc) inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 1.6, poc inr: 3.1, lab inr: 2.9. Time between all testing was five (5) minutes. Therapeutic range: 2.0-3.0 for the patient. There was no additional patient or treatment information provided.